Event description:
Customer reported the insulin pump alarmed remote frequency failed self test twice. Customer's blood glucose was 164 mg/dl. Alarm and possible causes were explained to the customer. Alarm did not occur during the rewind or prime sequence. Customer was advised to disconnect and remove from the reservoir from the pump. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.